Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to deformation due to compressive stress include, but are not limited to, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, or during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. In this case, it is possible the device may have interacted with the mildly calcified, 70% stenosed lesion during advancement, as resistance was noted, contributing to the reported failure to advance, ultimately causing the reported deformation due to compressive stress; however, based on the information provided by the account and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the left anterior descending artery. The 2.80x19mm rx graftmaster covered stent system was advanced to treat a perforation; however failed to cross due to the anatomy. After pushing the hypotube kinked. The device was removed and the procedure completed using another graftmaster. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.